Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2025). The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the occluded lower limb artery, the catheter allegedly broke during the flushing. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a recanalization procedure in the occluded lower limb artery, the catheter allegedly broke during the flushing. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two photos and two videos were provided and reviewed. The first photo shows the seeker device in its packaging. The labeling details match with the information available in trackwise. The second photo and both the videos show a complete detachment of a portion of the seeker catheter around the fifth radiopaque marker from the distal tip. Therefore, the investigation is unconfirmed for the reported break but confirmed for the identified detachment as a section of the catheter is seen completely detached in the provided photos and videos. A definitive root cause for the alleged break and identified detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.